Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the screen of the subject device went out and started up again and had message e226. The event occurred at an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failures were not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide-bundle of the video cable section was broken, and light transmission is lost or too low a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide-bundle of the video cable section was broken and therefore the light transmission is lost or too low should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.